Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented at the ER for a device interrogation post defibrillation at home. Patient had several ventricular tachycardia (vt) alerts that had no treatment by device, but was recorded. Patient had events that received antitachycardia pacing (atp) treatments. Three of those events were inappropriate treatment for vt/vf due to ventricular noise. The lead was capped and replaced on (B)(6) 2018. Patient was stable.